Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) immediately turned off upon removal of the battery for replacement while connected to a patient; a different epg was connected to the patient. The epg is no longer in use. No patient complications have been reported as a result of this event.